Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Small amount of calcium noted under the non-coronary cusp (ncc). The length of the membranous septum was measured to be 2.5mm. Right femoral access was selected and notable circumferential calcification in the external iliac artery (eia). 14 fr, non-abbott introducer sheath (is) was placed; fluoroscopic inspection of the valve was performed showing the valve was loaded correctly. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During pre-bav, the patient developed complete heart block, which resolved spontaneously back to normal sinus rhythm. Post-bav, 14fr, non-abbott was replaced with a small flexnav ds. During the procedure, the ds was unable to be advanced due to resistance at a circumferentially calcified segment of the eia. Multiple attempts were made to advance but the system could not be crossed. Ds was removed and 14 fr, non-abbott was reintroduced. Eia was treated with balloon lithotripsy, and a stent was placed due to the patient's anatomy. Upon fluoroscopic inspection after removal, the valve appeared to be deformed. A new 25mm, navitor was prepared for implant using a new small flexnav ds. Difficult to advancement remained unchanged. The procedure was aborted and the access site was closed using closure devices. Post-procedural, mean gradient was 22mmhg with a peak velocity of 3.3m/s. Mild unspecified aortic insufficiency. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.